Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the o-ring from the bottom of the cartridge was missing. The customer discarded the cartridge and loaded a new cartridge onto the pump. There was no reported adverse impact to the customer's blood glucose level.